Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment was previously generated to cover full open and intermittent condition at tip for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. Additionally, a CAPA was generated to address the pacing difficulty failure effect for bipolar products with full open, intermittent, , and short conditions and is in the implementation phase. The root cause was related to manufacturing. Updates to the h6 codes are as follows investigation findings was changed to manufacturing process problem identified and investigation conclusions was changed to cause traced to manufacturing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of pacing issue was confirmed. Continuity testing confirmed a full open condition in the distal and proximal circuits. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The distal lead wire was found to be broken and detached around the solder joint. It was confirmed that the distal circuit was continuous from broken lead wire to distal connector pin. The proximal leadwire was found to be broken around proximal electrode. It was confirmed that the proximal circuit was continuous from broken lead wire to proximal connector pin. After cutting the balloon, it was confirmed that the proximal leadwire was broken at the proximal electrode port under balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min. Without leakage. No visible damage or defect was observed from the balloon, windings returned syringe and catheter body. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz was unable to pace from the beginning on the first day of use. The catheter was replaced, and the problem was solved. Patient demographic information requested but unavailable. Information including the background of malfunction occurrence, what kind of surgery or examination the catheter was used for, and if the patient had cardiac conduction defect is unknown. There were no patient complications reported.